Event description:
Information was received indicating that a smiths medical pump presented with a "no disposable pump won't run" error. The pump had a residual volume of 250 ml at a rate of 5.4 ml/hr and 23.70 ml. Was given. There was air in the line. Patient not affected. There were no reported adverse events.